Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 1 experienced multiple failures and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device tower door 1 had multiple failures and required maintenance. The field service engineer (fse) reported that the door 1 of the tower was consistently failed, and the failure count increased each time it occurred. The fse cleaned all connections on all four latches and tightened them accordingly. After the corrective actions, all doors were functioning properly. The fse also confirmed that the customer was able to easily access the door, resolving the issue. The system functioned as intended after the field service engineer repaired the device.